Manufacturer narrative:
67: intuitive surgical, inc. (Isi) received the vessel sealer (vs) instrument involved with this complaint and completed the device evaluation. The instrument was tested with an in-house system and passed the self test. Review of the system logs identified no related error. The instrument¿s cut and energy delivery functionality was verified and passed specification. The instrument operated as expected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer (vs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned, and evaluated and/ or if additional information is received. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video, or image was submitted to isi for review, no additional technical analysis was conducted. System log investigation: a review of the instrument log for the vessel sealer instrument lot# m10190310 / sequence 034 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system sh2145. No subsequent use was recorded. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the vessel sealer is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. It was reported that the vessel sealer instrument exhibited cautery issue, and no additional information related to audible beeps from the esu or audible tones was provided. Due to the ambiguity of the customer reported issue, and the nature of the reported event, the complaint was conservatively assessed as a reportable event as it could be indicative of a reportable failure. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported issue with the vessel sealer instrument could cause, or contribute to an adverse event. Furthermore, it is unknown what caused the reported issue. Follow-up was attempted, but the patient information was either unknown or unavailable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user alleged a "cautery issue" during use of the vessel sealer (vs) instrument. No additional information related to audible beeps, or tones from the esu was provided at this time. The user completed the procedure with no other issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.